Event description:
It was reported to philips that the device therapy cable connection socket is defective. The patient involved was reported to have not experienced harm or an adverse patient impact.